Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced bleeding, pain, dyspareunia, and vaginal scarring/shrinkage some time after the implant. She had to return to her physician several times due to the complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.